Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, fluid leak and urinary incontinence cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to mechanical issue, fluid leak and urinary incontinence, which include but are not limited to a device malfunction, defective components or sharp instrument damage during implantation that could lead to a patient incontinence. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 800 instructions for use (IFU). The ams 800 IFU lists urinary incontinence as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation. The implant date and lot number were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had continuous incontinence. The patient was retrained in the use the device, however, it was determined that there was a device issue. The physician suspected either a fluid lose or cuff too loose. An artificial urinary sphincter (aus) replacement surgery was performed. During the procedure a fluid loss source was not identified. Also it was stated that at the time of original implant the doctor believed the cuff was the correct size and in the correct location. The patient is expected to recover.